Event description:
While dr was using an electrosurgery device, the plastic part of the smoke evacuator that affixes onto the bovie fractured and fell off. This occurred when the surg tech attempted to wipe off the tip. This is a routine activity that is not hard on the tip. A previous tip fractured in exactly the same place. This is a serious quality issue and could be harmful to the pt.

Event description:
Add'l info received from MFR 11-13-02: this hospital has reported this problem a total of three times. The two devices that were returned for evaluation had been broken as described, however the exact cause of the breakage could not be determined. Examination shows the material cracked at the nose where the pencil inserts, indication of a common break area in the plastic. With the pencil snapped down with the rear "ears", no reasonable force applied to the pencil tip or to the rear of the clearvac housing would cause the device to break. Only when the rear of the pencil was lifted straight up out of the "ears" about two inches with the pencil nose in place, could the force necessary to break the device occur. This motion exceeds the expected vertical movement with the nose of the pencil in place. It is expected that the pencil would be lifted approx one inch and pulled to the rear of the device to remove the pencil from the nosepiece. A failure analysis was conducted on the device to determine the field impact of this type of failure. The most likely cause of the events described in the MDR rpeorts was determined to have been a use error with the device. The conclusion was since this reporting hospital was the only user to report this type problem, and considering the number of devices distributed, no device change was warranted.